Event description:
It was reported to philips that the control module geometry button was defective, preventing c-arm rotations and angulations. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed as planned as the customer did not move the c-arm. Customer reported to philips that the system's c-arm was unable to perform rotation movements. The philips field service engineer (fse) visited system onsite and performed troubleshooting, which revealed that one of the knobs on the geo module did not work properly, making strange noises. The cause of the geo module failure was not conclusively determined by the supplier's part analysis. However, replacing the geo module by the fse resolved the issue. After the replacement, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported c-arm movement issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.